Event description:
It was reported that the output on the ventricular side of the external pulse generator was out of tolerance. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: initial analysis confirmed the reported event, the heart lead flex was out of electrical specification. It was also noted that the upper case was broken and dented affecting keyboard fit and both bail covers were broken. Further analysis was performed on the lead flex. Visual inspection did not find any anomalies, tail thickness was within specification. Four diode components were tested and one diode component failed testing, three passed. It was confirmed that the output failure was caused by a diode component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.